Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as product is still implanted in the patient. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 -04503.

Event description:
It was reported that a patient was being considered for revision at an unknown amount of time post initial hip arthroplasty in order to add length to the proximal femur. The head and liner were being considered to be replaced, however no known adverse event was reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
UDI (B)(4). Concomitant medical products: 11-107018 - freedom constrained modular head - 181400, 150410 - oss tibial poly bearing 12mm ¿ 576530, 150478 ¿ oss poly lock pin ¿ 835360, 150477 - oss poly femoral bushings 2pk ¿ 707650, 150493 - oss reinforced yoke ¿ 607680, 150423 - oss mod tib baseplate 75mm - 950750. Reported event was unable to be confirmed due to limited information received from the customer. X-rays were received and the review states that overall fit and alignment at joint level were appropriate, and bones were osteopenic. The distal component of the femoral component was not included on the images. There are no signs of loosening, wear, radiolucency, subsidence, poly wear debris, dissociation of implants, corrosion or osteolysis. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.